Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft obstruction could not be confirmed through the evaluation of the submitted images. Furthermore, a specific cause for the suspected obstruction could not be conclusively determined through this evaluation. The account reported that the patient complained of drops in pump flow, with values decreasing approximately 0.7-1.0 lpm, with no changes in pump speed. The patient was admitted to the clinic for a follow-up visit and an echocardiogram and computed tomography (CT) angiography were performed. The radiologist did not see any obvious occlusion; however, it was suspected that there was an accumulation of tissue between the bend relief and the outflow graft. The controller event log files collectively contained data from 14:42:20 on (B)(6) 2021 through 11:16:37 on (B)(6) 2021 and from 11:43:00 on (B)(6) 2021 through 9:53:08 on (B)(6) 2021, per the timestamps. Motor power, estimated flow, and average pi typically ranged from 4.6-5.0 watts, 3.5-4.5 lpm, and 3.2-5.1, respectively. No atypical events or alarms were captured. The pump appeared to function as intended at the set speed. Information later received stated that a specific and clear occlusion was not found; however, a stent implantation in the outflow graft was provided as treatment. The patient was reportedly in stable condition at home. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05nov2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a stent implanted and was doing well.

Event description:
It was reported that the patient complained of drops in flow with no change in speed. A decrease of approximately 0.7-1.0 lpm was observed. The patient was admitted to the clinic and an echocardiogram was done. The speed was 8400 rpm and flow was 5.6 lpm. The aortic valve was open all the time. Left ventricular diastolic dysfunction decreased slightly without suction events. The patient had a computed tomography angiography (cta). The radiologist did not see any obvious occlusion, the only assumption that could be made was that there was an accumulation of tissue between the bend relied and the graft.